Event description:
Shortly after the trial lead implant procedure, the patient reported uncomfortable stimulation. Reprogramming attempts were unsuccessful. The trial lead was explanted.

Manufacturer narrative:
The explanted lead was discarded by the medical facility and will not be returned for evaluation.